Event description:
A malfunction alarm with code malf 12 was reported, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and after the reset, the malfunction code did not recur. The customer was informed to continue using the pump and to contact support if any issues arise again.